Manufacturer narrative:
The explant was performed by an orthopedic surgeon, not the same physician that implanted the nalu system and was following the patient. The date of infection onset and type of infection were not shared with the firm. There was approximately 9 months between imlant and explant, thus it is unlikely that the infection was related to the nalu device itself.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. On (B)(6) 2025 the firm was notified that the nalu system had been explanted by an orthopedic surgeon due to infection.